Event description:
It was reported that the patient's system controller was exchanged after they stated that the green pump running light turned off. Log files were submitted for review and captured a driveline disconnection on (B)(6) 2024 at 02:24 for approximately 1 minute before being reconnected and resuming operation. At 02:27 the driveline was disconnected again for the reported controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump running leds going out was not confirmed as no product was returned. The reported event of a driveline disconnect was confirmed via the submitted log files. On (B)(6) 2025 at 02:24:12, the driveline was briefly disconnected before being reconnected at 02:25:31. At 02:27:49, the driveline was disconnected again and shortly after both power cables were disconnected. The series of events associated with the second driveline disconnect is consistent with the reported exchange of the system controller. The provided information indicated the system controller was exchanged after the pump running leds went out. Multiple attempts were made to obtain additional information regarding the cause of the first driveline disconnection and if any product will be returning; however, no additional information was provided and to date, no product has been received for further analysis. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.